Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿eyelets missing¿. A potential root cause for this failure could be "inadequate process." This failure falls in a quad 1 risk region and based on this information the risk is low. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "directions for use: separate notches within circles. Put straps through holes and around leg. Position bag on leg with flutter valve at top. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard extension tubing. To empty dispoz-a-bag leg bag, remove cap at bottom. Important: hold green connector firmly while removing cap."

Event description:
It was reported that the leg bag had no way to drain or hold urine inside. Allegedly there was no opening at one end.